Event description:
It was reported that the pt has had a decrease in performance for the past 6/7 months. He currently has no access to sound. When the audiologist stimulates the device with the software, the pt does not hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.